Manufacturer narrative:
Submit date: 07/06/2016. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with an enteral feeding pump. The customer reports that the pump stops working after 3 hours. The pump was on continuous feed and after 3 hours, it shut off. The end user was not able to provide any additional information as the home patient was not able to confirm if there was an error message or alarm. No patient involved.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of stops working after 3 hours. The unit was triaged and the reported issue could not be confirmed at this time. A review of the device history record shows that this unit was manufactured in 2011 and was released meeting all manufacturing specifications. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.